Event description:
Discovered during the end of a breast oncolcogy (sentinel node/axillary dissection) procedure that patient had a burn to their arm. Burn likely attributed to saline run off during device utilization, specifically that the hot saline ran along the retractors and pooled on the patient's arm resulting in a burn. Patient burn treated with topical measures.

Manufacturer narrative:
Evaluation code (method): device discarded therefore unable to be returned for analysis. Evaluation code (result): device discarded therefore unable to be returned for analysis. Evaluation code (conclusion): device discarded therefore unable to be returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.